Event description:
It was reported to vyaire medical that the cooling gas sounds louder than usual on the 3100a ventilator. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned.